Manufacturer narrative:
H3, h6: software logs were received and evaluated by the medtronic sw analysis team. Analysis found that probable cause could not be determined without further information since the behavior could not be replicated. Evaluation codes that apply to this analysis: 10, 213, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The probable cause was noted to be due to the site using a combination of old and new frames. It was likely that a the new style frame was put on in the opposite orientation which can only be put on one way. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that after going sterile, whenever the passive probe was brought into the field the images would disappear. Re-centering the images would bring them back into view but when any navigated instrument was brought into the field the images would not display. The patient was prone with the frame on the patients right. Changing the crosshair behavior did not resolve the issue. It was noted that it was suspected the issue was due to frame orientation or arm movement. Imaging and navigation was aborted and there was a less than hour surgical delay. There was no reported impact on the patient outcome.